Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional info was requested on 03/05/2007. Phone follow-up was conducted on 03/05/2007. A completed questionnaire was received on 03/14/2007.

Event description:
A surgeon reports performing a lens exchange due to the pt's complaints of blurred near vision. The pt was not able to see well enough to sew. The pt is reported to be happy following the lens exchange. A different lens model was used as the replacement lens.